Event description:
Ous MDR - after an implantation time of about 37 months, oversensing was reported. The ICD was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned ICD was first visually inspected upon receipt. During the inspection, sparkover traces were noted on the ICD housing. The dot-shaped sites of locally melted titanium indicate a sparkover during the shock delivery between the housing and the hv-1 conductor of the lead. Next, the ICD underwent a status interrogation. The device status was mol1, 57 charge processes had been registered. The memory content of the ICD was checked. It was able to confirm the clinical observation; the available iegms partially showed interference in the right-ventricular and the far-field channel. The signal sensing of the device was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. In particular, the charge time proved to be unremarkable. The production documents of the ICD were reviewed. All manufacturing steps had been carried out correctly. There is no indication of a material defect or manufacturing error.